Event description:
Medtronic received information that during use of a bio-console instrument, it was reported that there was an issue in the operating room where they went on extracorporeal membrane oxygenation (ECMO) and were able to flow for 20 minutes but than the flows cut to 0.5lpm and they were unable to flow. It was reported that it could be patient related due to clotting issues so it may not be anything wrong with the circuit but the customer wants to rule this out in case. The instrument was replaced to complete the procedure. There was no patient impact associated with this event. Additional information was received stating that there was no allegation against the flow probe. Information on whether the hand crank was used to maintain flow was requested but the information was not provided.

Manufacturer narrative:
Device evaluation summary: the reported flow issue was not verified during service. The service technician ran the instrument for 45 minutes at 2500rpm¿s and 4lpm without problems, no errors were recorded in the error logs. During preventative maintenance the service technician found unrelated problem with the user interface. The service technician reported that the flow probe e9009 was used with the instrument when customer experience flow problem. The service technician performed a preventative maintenance on the flow probe and no errors were found. Preventive maintenance was performed per specifications. Note: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center. If information is provided in the future, a supplemental report will be issued.